Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported, capsular contracture, baker grade unknown. Healthcare professional later reported, hepatic cyst. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ rupture: not observed. ¿ cyst-ndr: not applicable as the event is not related to the device. Additional observations: ¿ crease is observed. ¿ deformation is observed.

Event description:
Healthcare professional reported left side rupture. Patients spouse reported capsular contracture baker grade unknown. Hepatic cyst is not device related. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Patients spouse reported capsular contracture baker grade unknown. Hepatic cyst is not device related. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.